Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's mother that the insulin pump alarmed multiple times. Customer's mother stated the insulin pump did not alarm during rewind or prime sequence. The insulin pump alarmed external ram crc error multiple times. Customer stated a temp basal was not programmed before the unexpected restart alarm occurred. The customer's blood glucose was unknown.